Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1 & 6 of the ambient light sensor (u1).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. The customer was able to clear and rewind the insulin pump but customer state that alarm occur during the self test. The customer¿s blood glucose was 71 mg/dl at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.